Event description:
The user facility reported that the decision for impella cp was made when a patient was requiring multiple pressors post operation transesophageal echocardiogram and cardioversion. The cp was placed without difficulty. During support it the patient had marginal flows on the impella. It was noted that the pump migrated into left ventricular outflow tract. The patient was without post tibial pulses despite reperfusion catheter. The reperfusion catheter was clotted off. The physician re-flushed, and the patient had post tib pulses. Repositioning was attempted under transesophageal echocardiogram, pigtail was entrapped in cordae. Plan was to reposition under fluoro. It was reported that there were no pulses to right lower extremity despite reperfusion cannula. Unable to obtain adequate flows due to malposition of the pump, repositioned under fluro. The right lower extremity vessels were angio¿d in and patient was with adequate flow and pulses dopplered. The patient significantly improved and the cp was successfully weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated.

Event description:
The complainant also reported additional information: "no pump is available for return unfortunately."

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia, thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Low pump flow: after review of logs, multiple suction alarms were observed. No motor current spike or trend in placement signal was observed. The cause of low pump flow was most likely use issue related due to incorrect positioning of the pump per clinical but unknown why it was out of position. Device history review: the device passed all post sterile inspection checks.